Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of myopotential noise via a reduction in the intrinsic amplitudes. Office testing was able to recreate the noise. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.